Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) persistent ablation procedure with a carto vizigo¿ 8.5 f bi-directional guiding sheath medium and an issue with air stuck in the hub occurred. It was reported that the dilator of the vizigo¿ sheath would not advance into the sheath. The reporter stated that there was air stuck in the hub as well. No air was introduced into the patient. The physician did not perform any maneuver to eliminate bubbles. No medical intervention was required. The patient has not exhibited any neurological symptoms since the procedure was completed. There was resistance when they were inserting the dilator into the sheath but not when withdrawing. There was no physical damage on sheath/dilator. There was no occlusion when irrigating the sheath. The sheath was not narrowed, partially blocked nor completely blocked. The dilator was still able to be moved through the sheath with resistance towards the end. The dilator was not stuck on the sheath the sheath was replaced and the case continued without patient consequences. The carto 3 system was operating per specs. The air stuck in the hub issue was assessed as a MDR reportable product malfunction. The obstructed sheath issue was assessed as non-MDR reportable.

Manufacturer narrative:
Initially, it was reported that an issue with air stuck in the hub occurred. The biosense webster, inc. Product analysis lab received the device and the hemostatic valve was observed on the microscope and showed evidence of damage on the outer diameter. It is possible that the damage was generated with an object and/or excessive manipulation. The hemostatic valve could have been detached due to the dilator wrongly introduced, however this could not be conclusively determined. No other anomalies were observed. The issue with air stuck in the hub remains assessed as MDR reportable. The additional finding of the hemostatic valve showing evidence of damage on the outer diameter was also assessed as MDR reportable. The awareness date is (B)(6) 2022. The device evaluation was completed on (B)(6) 2022. It was reported that a patient underwent an atrial fibrillation (afib) ¿ persistent ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and an issue with air stuck in the hub occurred. It was reported that the dilator of the vizigo¿ sheath would not advance into the sheath. The reporter stated that there was air stuck in the hub as well. No air was introduced into the patient. The physician did not perform any maneuver to eliminate bubbles. No medical intervention was required. The patient has not exhibited any neurological symptoms since the procedure was completed. There was resistance when they were inserting the dilator into the sheath but not when withdrawing. There was no physical damage on sheath/dilator. There was no occlusion when irrigating the sheath. The sheath was not narrowed, partially blocked nor completely blocked. The dilator was still able to be moved through the sheath with resistance towards the end. The dilator was not stuck on the sheath. The product was returned to biosense webster inc. (Bwi) for evaluation. Bwi then conducted a visual inspection, pressure test, and microscopic examination of the returned device. Visual analysis of the returned sample revealed no anomalies on the carto vizigo¿ sheath device, but the vessel dilator was found bent. The functional test was performed, in accordance with bwi procedures. The vessel dilator and stsf catheter were introduced into the vizigo¿ sheath and some resistance was felt during the testing. The od vessel dilator was measured, and it was within specifications. Pressure test was performed, and leakage was observed from the hemostatic valve. Microscopic examination in the hemostatic valve surface was performed and showed evidence of stress marks on the outer diameter. On the other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. Additional investigation was initiated to address the root cause for the resistance to sheath issues. A device history record (DHR) review was performed for the finished device 50000021 number, and no internal actions related to the complaint were found during the review. Based on the DHR, the h 4. Device manufacture date has been updated. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. Based on the information currently available, microscopic examination of the returned product indicates that hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ explanation of codes: investigation findings: fracture problem (c070603) / investigation conclusions: cause not established (d15) / component code: valve(s) (g04135) were selected as related to the hemostatic valve separation issue. Investigation findings: material and/or chemical problem identified (c06) / investigation conclusions: conclusion not yet available (d16) were selected as related to resistance to sheath. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)